Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side tissue expander with "with a diagnosis of rupture" and "a loss of liquid [illegible]." The device was explanted and a "new [expander] of the same characteristics was placed.¿

Event description:
Healthcare professional reported a left side tissue expander with "with a diagnosis of rupture" and "a loss of liquid [illegible]." The device was explanted and a "new [expander] of the same characteristics was placed.¿